Event description:
The cobas pro serology solution in a quad configuration went live at a customer site with a non-validated software combination on (B)(6) 2026, on a newly reconfigured cobas pro quad system. The serology controller (sc) had software (sw) version 1.2.2 installed, and the cobas pro had sw v 02-01 installed. This is not a validated configuration. The serology controller sw v1.2.x is only validated with cobas pro system sw v 02-03. The issue was discovered during an instrument ID mapping investigation by roche service personnel. The serology controller was updated to version 1.2.3 on (B)(6) 2026, and after the customer's validation, the customer was live on 1.2.3/v 02-01 software combination until (B)(6) 2026, when it was discovered that the cobas pro was on sw v 02-01 and not in a validated state for the 1.2.x sc software version. The system was taken out of service, as advised by a roche application specialist. Processed applications on this system included "ahcv2b, hbsag2b, hivduo b, hbsag ac b, htlvb, syphb, ahbc2b, cmviggb, and chagb". No patient results were impacted by the event. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
No reagent lot numbers or expiration dates were provided. The investigation found that the issue was caused during the conversion of the serology controller twin configuration to a quad configuration by local roche service representatives. The system should have been updated to cobas pro system software version 02-03 during the transition from twin to quad configuration; however, this step was not completed by the roche service team. No issue related to the cobas pro system software, nor related to the serology controller software, could be identified. Both system software works as intended. However, the system configuration was running with a non-validated software combination. The root cause was identified as being related to the incomplete execution of service activities while upgrading the system software. After correctly updating the software of the cobas pro to system software version 02-03, the analyzer is working according to specification and in a validated software combination with the serology controller.